Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was unexpected stimulation. It was reported that the patient was programmed last week by a rep and since then the patient felt shocking in all groups, even when decreased down to 0.1. Patient has tried groups a, b (drains the fastest), and c (bothers patient even at lowest setting). Patient could not get an appointment until the 30th of january. Patient does not have access to make any other programming changes, each group has 1 program with only 1 intensity access. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that led to the issues was device programming. To resolve the unexpected stimulation and shocking the stimulator was lowered and changed to a new setting.